Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
Abbott was informed of the patient's death due to a request to return their patient unit. The cardiomems sensor or implant procedure were not alleged by the physician to have caused or contributed to the patient's death.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Abbott was informed of the patient's death due to a request to return their patient unit.